Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to damage on the charged coupled device unit, e216(scope communication error) occurred. Due to damage on the charged coupled device unit, the image disappeared during angulation in the right/left directions. Due to damage on forceps elevator, lock engagement lever (sp), the bending section could not be fixed firmly. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The video connector has a crack. The adhesive on the bending section cover had a chip. Due to damage on the charged coupled device unit, the image had white dots. The following parts had a scratch: switch 1, video connector, video connector case, the protector of the universal cord on control section side, the light guide cover glass, light guide connector, the forceps elevator, lock engagement lever (sp), the up/down, and left/right angulation lever plates, the grip, control unit, bending section cover, and the bending section cover. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. However, presumably, due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. A device history review revealed no issues that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject events: inspection of the endoscopic image confirm that the while light imaging (wli) and narrow band imaging (nbi) endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the videoscope displayed error code e216 frequently. The issue occurred during a therapeutic procedure. The procedure was completed by swapping the scope and the only delay was the time for exchanging the devices. There were no reports of patient harm.